Manufacturer narrative:
The pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. (B)(4).

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 230 mg/dl at the time of incident. Customer reported they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis